Event description:
It was reported that the right atrial lead had increasing thresholds and decreasing impedance. The right atrial lead was capped and replaced. It was also reported that the right ventricular lead experienced high thresholds, but remained stable. The right ventricular lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.